Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) battery status went from mol2 to ert2 in one month time and that an automatic capacitor reformation would not complete due to the depleted battery. The ICD was removed.